Event description:
It was reported that the patient received shocks for t-wave oversensing (twos) on the right ventricular (rv) lead. The device algorithm did not withhold therapy. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated "they have since optimized" the device. The patient noted the device was not optimized at the time and they have not had any problems since the optimization took place. The device remains in use.